Manufacturer narrative:
The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. Based on the information received, ''one of the leaflets of the valve was deformed due to the bicuspid native valve which was close to type 0''. Furthermore, from the document review performed, no manufacturing deficiencies were identified. As such, it is reasonable to conclude that the cause of the reported event was related to the patient anatomy and condition. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer was informed that on (B)(6) 2023, a perceval sutureless aortic heart valve pvs23 was attempted to be implanted through isolated mics procedure. Reportedly, after de-clamp during the procedure, it was noted that the leaflet of the valve was deformed due to the bicuspid native valve which was close to type 0. It was also noted that the right coronary apex was not working well, and the stent was almost touched the right coronary itself since it was anomaly. Therefore, the perceval was explanted and inspiris valve was implanted instead.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model #icv1209 perceval heart valve at the time of manufacture and release.